Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part #: 309.480 (internal part 5787), lot #: 8906537, manufacturing site: (B)(4), release to warehouse date: 13. June 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, while removing a broken screw, a hollow reamer was used to remove the broken screw and 2 pieces broke off in the patient. Fragments were left in the patient. There was a surgical delay of ten (10) minutes. The procedure was completed successfully. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity (B)(4)). This complaint involves one (1) device. This report is for one (1) spare reamer tube for hollow reamer (309.450). This is report 1 of 1 for (B)(4).